Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a stroke. The patient was being treated for paroxysmal atrial fibrillation with pulmonary vein isolation and posterior wall ablation as well as a laac device (watchman). There were no issues during the case and activated clot time (act) was consistently greater than 350 seconds. There was no thrombus or air noted during the procedure. Once in post-cath, the patient was said to have slurred speech, as well as weak right sided extremities. Computed tomography (CT) and magnetic resonance imaging (MRI) were performed to identify the stroke. The findings revealed a small, subtle area of mildly restricted diffusion in the upper left precentral gyrus, consistent with an acute to subacute ischemic infarct. The symptoms persisted for approximately three hours. The patient was kept overnight for monitoring and was discharged the following day. The physician suspects that the faradrive valve and or microbubbles may have contributed to the issue, although there is currently no definitive evidence to support this. The device is not expected to return as it was discarded after the procedure.